Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned. As the part and lot information of the bearing was not provided, a dimensional evaluation could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00455, 0001822565-2020-03495.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient dislocated and underwent a closed reduction. The sales rep reasonably assumes a disassociation occurred at the time of the closed reduction of the dislocation. Ultimately, it was found that the stem had to be revised to gain anteversion for stability. Attempts have been made and additional information on the reported event is unavailable at this time.